Event description:
On (B)(6) 2013, the patient contacted animas and alleged that she has had multiple high blood glucose (bg) readings, but is unable to find any bg values in meter. She stated she went to the health care provider on (B)(6) 2013 and recalls having had a bg of 500 mg/dl, with no symptoms. Customer support (cs) did obtain bg from meter: (B)(6) 2013 336 mg/dl; 217 mg/dl, and 314 mg/dl on (B)(6) 2013. Patient is under the care of a psychiatrist, who was treating her for depression with antidepressants. The patient alleges that she was taken off these medications when her bgs were found to be cause of her depression, and the patient alleges, depression is related to the pump. Patient was recently bereaved and this was originally thought to be the cause of her depression. Patient also states she had inflammation which prevented the dentist from doing a procedure, and her ophthalmologist states her high bgs are causing vision changes. Patient alleging that pump date/time issue was the reason for her high bgs and complications; that all her medical conditions are the result of her insulin pump. Patient is scheduled to see both the endocrinologist and the ophthalmologist in the next month. The patient is a poor historian and is unwilling to look into meter further and did not provide how bgs were resolved; she was unwilling to review in pump bolus history or settings. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: during evaluation, the pump history was reviewed and showed that dates in the total daily dose history were incongruent, changing from 04/26/2013 to 01/01/2007 and from 01/27/2007 to 05/22/2013. The history showed manual time changes from 4:20 pm 01/27/2007 to 1:00 pm 05/22/2013. The daily insulin delivery totals appeared to be inconsistent due to a time/date issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. A timekeeping accuracy test was performed and found the pump was keeping time accurately. During testing, the time and date reset to factory settings within 24 hours of battery removal. The pump was opened and evaluation revealed that the internal clock battery on the printed circuit board had failed.